Manufacturer narrative:
Concomitant product(s): product ID: 3389s-40, lot# v972376, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v972376, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported they had an infection when they were initially implanted with the deep brain stimulator (dbs). They inquired if they should be pre-medicated with antibiotics prior to their colonoscopy. Additional information received from a health care professional (hcp) reported the patient's deep brain stimulator (dbs) leads and extension were removed due to infection in (B)(6) of 2012. The implantable neurostimulator (ins) was left implanted for potential future use.